Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding/abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain/pain (pelvic area)"), uterine leiomyoma ("uterine fibroid embolization"), bladder disorder ("bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition") in a (B)(6) female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: pills. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant) and reproductive tract disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), alopecia ("hair loss/hair loss"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes: describe"), cystitis ("infection (bladder/ urinary tract/vaginal) type") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"). The patient was treated with antiinfectives, surgery (uterine fibroid embolization in 2015). Patient had planned to remove essure in 2018). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, uterine leiomyoma, bladder disorder, urinary tract disorder, reproductive tract disorder, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, dyspareunia, vaginal infection, female sexual dysfunction, depression, migraine, nausea, fatigue, hormone level abnormal, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: patient has planned to remove essure in 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: case is now incident. Uterine fibroid embolization, hormonal changes, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue were added. Laboratory data and lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain (pelvic area)"), genital haemorrhage ("excessive bleeding/abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma embolisation ("uterine fibroid embolization"), bladder disorder ("bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition") in a 37-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: pills. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant) and reproductive tract disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine leiomyoma embolisation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), alopecia ("hair loss/hair loss"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes: describe"), cystitis ("infection (bladder/ urinary tract/vaginal) type") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"). The patient was treated with antiinfectives, surgery (planned intervention (essure removal) in 2018), surgery (uterine fibroid embolization in 2015/ planned intervention (essure removal) in 2018), surgery (uterine fibroid embolization in 2015/ planned intervention (essure removal) in 2018), surgery (embolization in 2015), surgery (uterine fibroid embolization in 2015). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, uterine leiomyoma embolisation, bladder disorder, urinary tract disorder, reproductive tract disorder, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, dyspareunia, vaginal infection, female sexual dysfunction, depression, migraine, nausea, fatigue, hormone level abnormal, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma embolisation and vaginal infection to be related to essure. The reporter commented: patient has planned to remove essure in 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain (pelvic area)'), genital haemorrhage ('excessive bleeding/abnormal bleeding (general)'), dysmenorrhoea ('dysmenorrhea (cramping)'), uterine leiomyoma embolisation ('uterine fibroid embolization'), bladder disorder ('bladder disorder'), urinary tract disorder ('bladder or urinary problems or changes') and reproductive tract disorder ('reproductive system disorder or condition type of disorder or condition') in a 37-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: pills. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant) and reproductive tract disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), alopecia ("hair loss/hair loss"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), anger ("anger") and discomfort ("uncomfortable"), underwent uterine leiomyoma embolisation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes: describe"). The patient was treated with antiinfectives and surgery (planned intervention (essure removal) in 2018, uterine fibroid embolization in 2015/ planned intervention (essure removal) in 2018, embolization in 2015, uterine fibroid embolization in 2015 and uterine fibroid embolization in 2015/ planned intervention (essure removal) in 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, uterine leiomyoma embolisation, bladder disorder, urinary tract disorder, reproductive tract disorder, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, dyspareunia, vaginal infection, female sexual dysfunction, depression, migraine, nausea, fatigue, hormone level abnormal, cystitis, urinary tract infection, anger and discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, bladder disorder, cystitis, dental caries, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma embolisation and vaginal infection to be related to essure. The reporter commented: patient has planned to remove essure in 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure procedure occluding the fallopian tubes. I do not see evidence of spillage of contrast into the peritoneal cavity; in (B)(6) 2011: results: total bilateral occlusion; in october 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via plaintiff fact sheet. New event added: anger. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.